Event description:
It was reported the amplitude buttons on the pt programmer were sticking. The pt had been able to use the programmer, but it was difficult to use. A replacement programmer was sent to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.